Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was returned inserted through an esheath and loader cap. The device was locked with ½ fine adjust and ¼ flex used. A stopcock was observed attached to the balloon inflation port. A radial and longitudinal balloon burst was noted. A middle piece of the working length of the balloon was separated but no pieces appear to be missing. The balloon spring was distorted. Balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specifications could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon met specification. No relevant functional testing could be performed due to the condition of the returned device (burst balloon). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No evidence of a product nonconformance or labeling/IFU inadequacies were identified in the evaluation. The events were confirmed based on the condition of the returned device, but no manufacturing non-conformances were identified during product evaluation. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified annulus. Review of available information suggests that the balloon burst was likely caused by patient factors (calcification). A detailed root cause analysis for similar returned balloon burst complaints has been summarized in an edwards technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. Per the case notes, the patient had moderate calcification of the stj and annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The balloon burst likely resulted in distorted balloon profile, which may have contributed to the experienced withdrawal difficulty. Therefore, available information suggests that patient (calcification) and procedural factors (withdrawal of burst balloon) contributed to the complaint event. In this case, the reported femoral dissection was likely caused by device manipulation during withdrawal of the devices and/or patient factors calcification of the access vessel that may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Additional information was received. During pre-decontamination of the returned devices a liner tear 3/4 inch in length was observed on the sheath. The tear started 2 3/4 inch from the strain relief.

Manufacturer narrative:
Additional information was added to b.5. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13132 investigation is ongoing.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, during a tf tavr case while deployment of a 29mm sapien 3 valve the balloon of the commander system ruptured with around 10% left in inflation device. The valve appeared to be fully deployed and echo showed mild+ pvl. When trying to remove the delivery system, excessive resistance was met when the nose cone met the distal end of the sheath. The physician tried to remove the entire system as a unit (sheath and delivery system) but the distal tip and nose cone would not exit the vessel. The balloon had a circumferential tear exposing the inner mechanisms. The physician went up and over from the contralateral side and occluded the proximal vessel with an 8x40 balloon. A surgeon was able to visualize the tab from the valve stop that was preventing the device to exit the vessel. The plastic tab was lifted and device removed. Perclose were set. Post angio showed extravasation at access site. An 8x40 stent was deployed; extravasation was resolved.